Manufacturer narrative:
(B)(4). The customer has not responded after several attempts to obtain more information. It is unknown at this time if the suspect component is available to return for evaluation. Any additional information that is provided by the customer will be included in a follow-up report. (B)(4).

Event description:
The customer dealer reported that the ventilator was alarming "vent inop/motor fault". The dealer claims they replaced the turbine printed computer board (pcb) and the problem was corrected. The dealer was informed that they have to order the main pcb and it comes with the turbine pcb. The dealer reports that there was no patient involvement with this incident.